Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system which exhibited high out of range (oor) shocking lead impedance (sli). On the same day that the red was detected, a procedure was performed wherein the device was moved from subcutaneous to sub pectoral area to prevent erosion. During follow-up, manual clinic test revealed similar impedance measurement. Subsequently, a revision procedure was done in which the physician disconnected and reconnected the leads to the ICD. Shock impedance was stable after the reconnection. Additional information received indicated that cause of the oor impedance appeared to be due to inappropriate insertion of the leads into the header. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.